Event description:
It was reported that the user accessed the fill tubing screen before performing the required rewind during a supply change while disconnected from the body, after which an agent guided the user through the correct steps and insulin delivery resumed using an inset 23-inch infusion set. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without alerts or alarms. Investigation included remote troubleshooting and user education on proper supply change procedure. Investigation of this case revealed user handling error related to incorrect supply change sequencing, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of device in an unintended sequence.